Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer¿s blood glucose was high and the insulin pump was damaged. The customer¿s blood glucose level was 457mg/dl at the time of the incident. The customer reported the shaft that battery goes in the outside was chipped, cracked, and split. The customer was changing the battery. The customer declines to troubleshoot for high blood glucose and treated with pump. The customer was advised that the insulin pump needed to be replaced and was advised to continue use of the insulin pump until replacement arrives. The insulin pump will be returned for analysis.